Manufacturer narrative:
The report of ¿unable to remove lead¿ from ipg was not able to be confirmed. The returned ipg header was severely damaged/disassembled and the root cause of the inability to remove the lead was not able to be determined. Analysis of the device, despite the returned condition, found it communicated with lab utilities and it had declared elective replacement indication (eri) but not end of life (eol).

Manufacturer narrative:
Reporter phone number (B)(6). Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: 5788838.

Event description:
It was reported that patient an ipg replacement for normal end of life on (B)(6) 2024, the set screw will not permit the release of the lead. The lead was damaged, and the physician opted to cut the distal end of the lead. The tail of the lead was severed recording high impedances. Effective therapy was restored post operatively. The investigation was unable to determine the lead that was associated with the issue.